Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella cp catheter was advanced too deep, and the entire cannula entered the ventricle. The cannula prolapsed and folded on itself. When attempting to remove the prolapsed pump from the ventricle the physician was met with resistance at the valve. With increased tension on the distal portion on the catheter the physician was able to dislodge the impella from the ventricle. At this time the teardrop/pigtail portion of the impella became disconnected from the cannula and was free floating in the ventricle. The physician was able to snare the pigtail and remove it from the patient. Another impella cp was placed successfully. The patient is stable.

Manufacturer narrative:
The investigation for the cannula pigtail detachment has been completed. The pump was not returned for investigation. A data log review was not required for this case. The cannula was prolapsed and folded in the ventricle due to being positioned too deep. Resistance was met during disengaging the cannula. The pigtail was detached from the pump during this procedure and was successfully removed from the ventricle. Image was not provided for the pigtail detachment during case. The cause of the cannula/pigtail detachment issue was not determined since product was not returned and sufficient clinical information was not provided.